Manufacturer narrative:
E1: initial reporter details are unknown g2: country of the event is poland. G4: the similar device with product# cx01a with 510(k)# k102397 is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for alleviating pain caused by fracture and compression of the vertebrae's. It was reported that during an intra-operative procedure to alleviate pain caused by fracture and compression of the vertebrae, there was an issue with the bone cement with hydroxyapatite. The liquid intended for mixing with the cement powder had solidified, rendering it unusable. The cement was not used in the patient, and the procedure was completed successfully with a new product. The cement had been stored at the proper temperature prior to the procedure. There were no patient symptoms or complications, and no additional treatment or surgery was necessary.